Manufacturer narrative:
(B)(4). Device manufacture date: sn:(B)(4), manufacture date: 07.29.2014. Sn:(B)(4), manufacture date: 10.14.2014. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "mr. (B)(6) called in to have both pumps for repair. Both pumps had patient involvement. The pump with a sn (B)(4) shut off halfway during patient&#62688;use, there were no replacement pumps available since it was a homecare use, he was not notified of how many minutes or hours was the delay and if the infusion was continued in the facility. He had no idea if the patient was harmed or if what medical interventions were given if there were any. The pump with a sn (B)(4) had error 1 message, it also shut off. He was assuming that there was also a patient involvement on this. He confirmed that if ever he would be notified of any additional information regarding the said events, he would inform gcm. He was not sure when the events happened. The same facility address should both pumps be ship back and ship attention to him, biomed. Pump treatment information:none. Type of drug:unknown. Delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes. "

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "shut off halfway during infusion delay in therapy:yes. Patient involvement: yes."